Manufacturer narrative:
No patient involvement. The field service engineer (fse) identified charring on the power distribution unit (pdu) connector while troubleshooting the shutdown of the architect i2000sr (serial number (sn) (B)(4)). No fire was observed, and no injury occurred. The fse reported that the charring was limited to the pdu which is located outside of the analyzer (sn (B)(4)). Another i2000sr (sn (B)(4)) at the customer site that was connected to the same pdu and also lost power. The fse replaced the existing power distribution unit, pdu with cable kit (ln 7-206465-01), with pdu with cable kit (ln 7-206465-02) which resolved the issue. A review of service history for the architect i2000sr sn (B)(4) and sn (B)(4) revealed no additional complaints of smoke or burning smell reported by the customer after the current complaint. A review of tracking and trending for the pdu with cable kit (ln 7-206465-01) did not identify any trends. Review of tracking and trending for the architect i2000sr did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the pdu with cable kit (ln 7-206465-01) or the architect i2000sr (sn (B)(4)) was identified. This event has also been submitted under 3016438761-2021-00281-00 with the other analyzer indicated under suspect medical device.

Event description:
During evaluation of an instrument shutdown, an abbott field service engineer (fse) identified evidence of fire (scorching, charring) on the power distribution unit (pdu) connector. No injuries were reported. No impact to patient management was reported.